Event description:
It was reported that during a heart procedure, when clipping across the vessel, all the way across vessel, the clips are not closing. There was no complete closing of the clip from proximal to distal. The surgeon used a competitor product to complete the procedure. There was no patient consequence. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.